Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, no patient information was provided.

Event description:
It was reported that there was a defective pcu (8015) keypad. It is unknown if this issue occurred during patient use. Although requested, no additional information was provided.